Event description:
It was reported that the right ventricular (rv) lead had t-wave oversensing (twos). The rv lead programming was changed and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 407645, implantable pacing lead, (B)(6) 2004. (B)(4).